Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the exhalation valve required replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the vela ventilator, it is continuously alarming xdcr fault. The customer stated there was no patient involvement associated with this event.